Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) on behalf of the patient alleging that a one touch ping meter had an issue where a line appeared through the display. The reporter was not willing to answer questions or provide information to the customer service representative (csr). The medical surveillance specialist (mss) classified the complaint based on the following information: it is unknown what date/time the alleged issue began. Due to the alleged issue, the reporter claimed that the patient developed unspecified symptom(s) of "hypoglycemia." The reporter denied that the patient received treatment because of the reported issue. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed "hypoglycemia" at an unspecified time after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510 (k) # is k082590.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Info rec'd indicates the bed lost ground due to a loose ground pin on the power cord plug.